Manufacturer narrative:
It is unknown if the sample is available for evaluation. Argon is awaiting a response from the user facility. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
"Catheter presenting resistance, performed catheter maintenance, confirmed resistance, removed the dressing for observation of the catheter, and fracture was evidenced in the catheter."

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.